Event description:
It was reported that after cleaning in the central sterile department of the user facility, the device disassembled, posing the risk of a small component being lost in a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This device does not have a component with paint/colored band, therefore there is no paint to chip off the device. Upon evaluation in service by a failure analysis engineer, the reported event was not duplicated and no additional failures were confirmed. Upon visual inspection, there were no observed failures that could lead to the reported event of paint chipping.

Event description:
It was reported that after cleaning in the central sterile department of the user facility the device disassembled, posing the risk of a small component being lost in a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.